Manufacturer narrative:
A ge service rep performed an on site investigation. The sbc and cpu boards were upgraded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently would not boot up. There is no report of death or serious injury associated with the complaint.